Event description:
A customer from united kingdom (UK) reported that the contour plus meter purchased in UK from amazon website was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The model # (d4) was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history and distribution records were reviewed for the suspected contour next meter with serial # (B)(6). It was found that the meter was programmed to display the units of measurement in mg/dl and was intended for and distributed in the us market. The meter was not configured to be distributed in UK market. The issue occurred outside of ascensia's control.